Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-400s mg/dl) and low bg levels (54-70 mg/dl). To address the high bg, the customer would deliver a correction bolus and consume juice/food for the low bg. The customer did not know what the cause of the fluctuating bg levels. However, the customer indicated that the cartridge, infusion set tubing and site were used for 3-4 days at a time. In addition, the customer had two profile settings: one for the work week and the other for the weekends and at times, the customer would forget to switch to the correct profile.